Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that patient did not get sufficient pain relief with our system. Pt had stim removed and was replace with boston scientific in (B)(6) 2015. Issues resolved.